Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-11958. It was reported the patient had experienced a traumatic event. X-rays confirmed the leads had migrated. In turn, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Further follow-up indicates the leads were explanted and replaced. Therapy has been restored postoperatively.